Event description:
Customer reported the panorama central station's display had no video output, which may have resulted in loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Service representative replaced the backlights and video board. Calibrated and ran diagnostics to factory specifications.